Event description:
Nurse requested assistance on how to clean out the reservoir compartment of insulin which leaked into it. The nurse stated that the customer had leaks at the tubing and reservoir connection and also the customer put cold insulin into the pump. The customer had many air bubbles in the reservoir. It was also reported that the customer was hospitalized for dka and urinary tract infection. The device was not available to troubleshoot at the time of call.